Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave over -sensing in the right ventricle. It also indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported the patient received thirty eight inappropriate shocks. It was also reported the device detected twelve events in the ventricular fibrillation (vf) zone; there was t wave over-sensing and non- sustained ventricular tachycardia (vt). Additionally, a charge circuit time out occurred. Of note, prior to this event, the device reached normal battery depletion indication. Re-programming was done and the device was removed and replaced. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.